Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer cancelled the quote, therefore philips did not inspect the device. But the in-house engineer performed further service. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : issue resolved by customer; evaluation cancelled; no response received for further information.